Event description:
It was reported that approximately two weeks after implant the patient's right ventricular (rv) lead had elevated pacing thresholds and was suspected to have moved or become partially dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).